Manufacturer narrative:
The reported issue is confirmed. The root cause was a failed control panel. The device was evaluated upon receipt. The device displayed (arctic sun stat) 46 control panel communication, (arctic sun stat) 47 control panel communication. The control panel was replaced. The device software was out of date. Graphics software was updated. All other applicable upgrades were verified complete in accordance with service procedures. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. Based on the results of the investigation, no additional actions can be taken. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device application was repeatedly crashing and displaying a windows error. Per review of wo notes, it appears this was an operating system problem and will likely need a control panel replacement. Per additional information updated from ttm on 07nov2025, biomed stated (B)(6) was on patient when it flashed a windows error. The nurses stated it was taking too long to boot up so they replaced the device. Was it safe to put this device back in service. They were able to boot it up and go into the therapy screen without issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device application was repeatedly crashing and displaying a windows error. Per review of wo notes, it appears this was an operating system problem and will likely need a control panel replacement. Per additional information updated from ttm on 07nov2025, biomed stated (B)(6) was on patient when it flashed a windows error. The nurses stated it was taking too long to boot up so they replaced the device. Was it safe to put this device back in service. They were able to boot it up and go into the therapy screen without issue.